Event description:
Manufacturer reference report number #: 1627487-2021-13836. It was reported that the patient's left s1 drg lead was explanted due to poor wound healing.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.